Event description:
Pt underwent two-stage treatment for shoulder infection. Antibiotic spacer implanted in 2007, and replaced with revision prosthesis about 9 months later.

Manufacturer narrative:
Encore continues to pursue information on the product implanted in the primary surgery.